Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported of the patient was hospitalized. Treatment for the event was not reported. Patient outcome and action taken with pd therapy were unknown. No additional information is available.